Event description:
It was reported that during implant procedure of implantable cardioverter defibrillator (ICD) great difficulty encountered during at tempt to connect a competitor lead. Definite intolerance between the ICD header and the insulation of the competitor lead, resulting in difficulty with electrical connection for all poles. Force applied and/or silicon oil used to complete connection and the operator shaved the insulation to achieve connection.. The ICD remains in use. No patient complications have been reported as a result of this event.